Event description:
The screwdriver broke when the screw was being screwed into the spring.

Manufacturer narrative:
Manufacturing site evaluation: device was found to be broken in the area of the flexible portion of the shaft as well as at the tip of the screwdriver. The issue has been determined to be related to the design of the product. Corrective/preventive action has been initiated. It has been determined that a recall of these devices is necessary and has been completed. (B)(4).